Event description:
It was reported that during a rectal procedure, the device was fired as normal. The patient had to be readmitted into the or for surgical intervention due to a hole in the staple line (additional surgery of 60 minutes). The staple line was hand sutured to ensure integrity. No other pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.